Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint (dirty circuit board unit in scope connector) was not established. The most probable cause of the complaint (noisy image) was traced to damage on plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had noisy image and dirty circuit board unit in scope connector. There was no patient involvement.